Manufacturer narrative:
Cmo implemented training for assembly department to provide case training to personnel to improve the quality awareness and reduce defective product outflow. Corrective/preventative actions were validated with necessary staff members.

Event description:
End user reports that a syringe item number 831565 lot 60895 presented with a double cannula. The cap was intact on the syringe but one of the cannulas was piercing the cap and protruding out.

Manufacturer narrative:
Initial trend analysis for lot 60895 was conducted, no malfunctions were found. This is the only complaint for lot 60895. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that a syringe item number 831565 lot 60895 presented with a double cannula. The cap was in tact on the syringe but one of the cannulas was piercing the cap and protruding out.